Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited undersensing. Technical services (ts) reviewed the reports and confirmed that there was intermittent undersensing as well as questionable ra capture. It was noted that there was no right atrial autothreshold (raat) test on the day of the call. Ts suggested a lead evaluation and an x-ray. Ts also recommended reprogramming options. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient had twiddler's syndrome. The ra lead was repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited undersensing. Technical services (ts) reviewed the reports and confirmed that there was intermittent undersensing as well as questionable ra capture. It was noted that there was no right atrial autothreshold (raat) test on the day of the call. Ts suggested a lead evaluation and an x-ray. Ts also recommended reprogramming options. The lead remains in use. No adverse patient effects were reported.